Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws had no signs of clinical usage, no non conformities and some evidence of blood. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device did not perform according to specifications during several device activations, it did not produce steam. Based upon the functional test, the reported complaint "failed" was confirmed as failure to deliver energy. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro failed. The hospital did not report any patient effects. A replacement unit was used to complete the procedure. The product was returned. Upon receipt of the product, the lot number was retrieved. Based on the functional testing completed on the returned unit, the reported complaint was identified and confirmed as an electrical failure.